Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline had a cosmetic damage and rescue tape was applied. The log files contained routine events.

Manufacturer narrative:
Manufacturer's investigation conclusion: cosmetic jacket damage along the external portion of the driveline of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), was confirmed through a review of the submitted photos. A specific cause for this damage could not be conclusively determined through this evaluation. The account submitted a log file for review. No notable events or alarms were captured. The pump remained at or above the low speed limit throughout the duration of the file and appeared to be functioning as intended. The patient remains ongoing on (B)(6) and no additional related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19aug2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook (phb) document (B)(4) are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These sections warn that damage to the driveline, depending on the degree, may cause the pump to stop and instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook also states that if the driveline is damaged, the pump may need to be replaced and should be replaced as soon as possible to prevent serious injury or death. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.